Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Symptoms-not that I was aware of [no adverse event]. Vibrating isn't working at the same strength as usual...head is loose - oral-b [device breakage]. Case narrative: adult male consumer (between the ages of 20-30 years old) via chat stated that the oral-b io series 9 toothbrush vibration was not working at the same strength as usual and he thought the oral-b toothbrush head was loose on the toothbrush. No injury was reported.